Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 500 mg/dl and one day they were up to 600mg/dl. The customer's mother was reported that, the insulin pump was cracked at the reservoir compartment and customer has to push the reservoir down to get insulin and the reservoir was able to lock in place when inserted into pump. Customer treated the high blood glucose with an insulin pen and declined troubleshooting for it. Mother stated that when the reservoir comes off due to the damage the pump says no delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis. Frn-mmt-326-reservoir.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.